Manufacturer narrative:
An icy catheter (B)(4) was returned to zoll for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near proximal end of the medial balloon. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at the bonding near proximal end of the medial balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. There was no patient injury or death attributable to this complaint.

Event description:
It was reported that ivtm console was connected to the patient and it was working fine. However the bag of saline was emptied overnight. The connection and integrity of start-up kit(suk) was checked. Another saline bag was attached. Which also noted to be loosing saline slowly. The therapy was stopped, ice was used and catheter was retained for inspection. No leak was noted around console or on the bed. No patient consequences were reported.